Event description:
It was reported that the customer had a button error alarm on her insulin pump. The customer's blood glucose level was 124 mg/dl. Customer stated the keypad on the insulin pump was unresponsive. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarms were noted. However, the insulin pump was received with a slightly loose drive support disk. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube and battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.